Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia and reported insulin flow block alarm. The customer blood glucose was 86 mg/dl and the hypoglycemic event was treated with glucose shots. The event involved product(s) mmt-332a, mmt-1884, mmt-387a, mmt-7040a. Troubleshooting was performed for hypoglycemic event. Customer was using the insulin pump system within 48hours of reported event. Customer was using the auto mode/smartguard feature at the time of the event. Troubleshooting was not performed, as the event insulin flow blocked alarm was resolved in the past. The customer was advised to discontinue use of the device and the insulin pump will be replaced. No further patient complications were reported. No product return is required for mmt-332a. Mmt-1884 was requested and customer response was the device will be returned. No product return is required for mmt-387a. No product return is required for mmt-7040a.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The information has been provided in sections b1(checked adverse event box), b2 (checked other serious (important medical events)), b5 (updated the summary), d10 (added concomtant products), h1 ((changed from malfunction to serious injury) and h6 (replaced health effect impact code 4614 with 4644 for health effect - clinical code 1912). Additional information has been received regarding the incident date change which was not included in the initial report. So, the correct incident date has been changed from (B)(6) 2025 to (B)(6) 2024 as per new additional information and which is updated in section b3. Also, additional information has been received which was not included in the initial report. The information has been provided in sections b5, d9, h6 (type of investigation, investigation findings, investigation conclusions) and h11 with this report. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: customer treated the lows with glucagon shots (not glucose shots). She would go through 6 or at least 4 or 5 shots a day. She was thinking it might be the settings causing her lows. However, later, she wanted to replace the pump because of her lows. She had a low of 70 mg/dl on the day of call on (B)(6) 2024, but it rose to 202 mg/dl at the time of the call. Customer also reported a past insulin flow block that was resolved. Customer declined further troubleshooting for the low. Customer declined troubleshooting for the insulin flow block alarm. Mmt-1884 was returned for analysis.

Manufacturer narrative:
Test p-cap and reservoir locked properly into reservoir compartment during testing. The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts and were properly recorded in the daily history. No unexpected occlusions or insulin flow blocked alarm noted during testing. Successfully downloaded history files and traces using thump software. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and battery tube assembly noted. The pump was received with minor scratches on lcd window and scratched case. In summary, the pump passed functional testing. No delivery alarm/occlusion alarm not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.